Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The display was opened too far and was damaged as a result. Troubleshooting carried out: monitor joint is over rotated and must be replaced. The defective parts, joints and frame replaced. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while preparing the cardiosave intra-aortic balloon pump (iabp) units display had a defective hinge. There was no patient involvement.